Event description:
The image was too dark, the catheter was flushed during prep with no improvement. The catheter was removed and replaced with another - there was no harm to the patient. Manufacturer response for coronary imaging catheter, opticross 6 hd coronary imaging catheter (per site reporter) clinical site notified manufacturer directly and coordinated return of device when applicable.